Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely. Review of the remote transmission showed a high frequency signal that was not sensed on a real time freeze capture. The signal appeared to be a telemetry interference artifact. The patient would continue to be monitored. The patient was in stable condition.